Manufacturer narrative:
Concomitant medical products: 5076 lead, 1458q lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fluctuation in right ventricular (rv) lead pace/sense impedance was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.